Manufacturer narrative:
(Other) no lens in unit carton.

Event description:
It was reported that the surgeon inserted a cc4204bf collamer plate lens and the posterior capsule tore. The incision was enlarged to remove the lens and sutures closed the wound. The patient experienced vitreous loss. The reporter stated the incident was not related to the lens, cartridge or injector. This facility does not use any of staar's phacoemulsification equipment.